Event description:
It was reported that the device was implanted in 2007 and revised in 2009. Patient has had pain over last year. Has difficulty standing and walking. X-rays show loose tibia and bone scan show hot at tibial tray. Patient has nickel allergy. In surgery the same day, femur was well fixed; tibia was grossly loose with posterior medial erosion of tibia.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 1 year and 4 months. As returned, bone cement is present on the femoral component, consistent with the explantation. The surgeon's notes also indicate that the femoral component was well fixed. The tibial component was reported to be grossly loose upon explantation, which is consistent with the absence of cement and tissue from the component. The surgeon states that the absence of cement and tissue from the component. The surgeon states that the patient has a nickel allergy, however, that is inconsequential since both the femoral component and tibial tray are made of tivanium. The articular surface has minor wear. The loosening of the tibial component may be attributed to (but not limited to) inadequate bone cement technique; or due to disruption of the cement mantle upon the patient's fall. Based on the available information, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.